Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that battery died in pump without alerting low battery, and they had to try multiple batteries in pump before they can get it back on. The customer also report that unexpected restart alarm was received after a battery change. The customer blood glucose level was unknown at the time of incident. Device will be return for analysis.